Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of 3000 ohms. The physician suspected the lv lead was fractured. The system was reprogrammed and the patient will continue to be monitored. The lv lead remains implanted and in service and no adverse patient effects were reported.